Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer was bolusing to treat hbgs. At the time of the call, the pump trainer stated that when customer pressed a button, the display would run a self test or move to another screen. At that time, the contact was advised that a replacement will be sent.